Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. No physical damage was observed at the locations where the foreign material was found. However, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: the instruction manual operation manual,¿ gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection and the instruction manual reprocessing manual,¿ gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device. Corrected data: h4.